Manufacturer narrative:
(B)(4). H6 health effect - clinical code ¿ e0131 speech disorder. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unknown sensor issue occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient began slurring his words and was incoherent. The patient¿s grandson called (B)(6). The patient¿s cgm was showing a sensor error, but the patient could not recall the exact error message. The patient was wearing an omnipod insulin pump. The patient¿s bg meter reading was over 600 mg/dl. Ems arrived and tested the patient¿s blood glucose (bg) meter reading but does not recall the exact value. The patient was transported to the emergency room where the patient was treated with insulin (route not specified). The patient¿s husband got to the ER around 12:30am and believes the patient¿s bg meter reading was 220 mg/dl at this time. The patient was still incoherent and in the ER at the time of report. Attempts to reach the patient for follow-up and event clarification were unsuccessful. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.